Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. A doctor burned the left hand during operation due to overheating of pd-3gam. The doctor was holding the handpiece with both hands, and the left hand was positioned around the burguard and the bur lock ring. The burguard and the bur lock ring overheated, which caused a burn on the doctor's left hand.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi measured the temperature rise of the returned handpiece. Nakanishi did not observe abnormal temperature in the measurement; however, nakanishi confirmed noise that sounded like coming from a damaged bearing during rotation. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damages on the slider that was produced by contact with the pusher, which does not occur under normal use; nakanishi also observed the damages on the stopper of spindle assembly. Nakanishi determined that the damage was caused when the bur lock ring was accidentally turned to the open position while rotating; nakanishi took photographs of all the damages mentioned above and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to friction heat generated by contact between the inside parts. Mishandling of the device causes friction heat, which will contribute to the handpiece overheating. Nakanishi reminded the user of the handling direction included in the user manual.